Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Product ID d-evolutfx-34 (lot: 0012054717); product type: 0195-heart valves. Product ID l-evolutfx-34 (lot: 0011970002); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0012054717); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, an infold was suspected during valve fluoroscopy. During the valve deployment, a visible infold was observed along the valve's structure. The valve was recaptured, and another valve was successfully implanted.

Manufacturer narrative:
Updated image review: the patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 87mm with a perimeter derived diameter of 27.7mm suggesting a 34mm evolut. The aortic valve appeared to be moderately calcified, and the annulus showed protruding calcification that did not seem to extend to the left ventricular outflow track. Updated data: h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, an infold was suspected during valve fluoroscopy. During the valve deployment, a visible infold was observed along the valve's structure. The valve was recaptured, and another valve was successfully implanted. Additional information was received that the overlap observed on fluoroscopy appeared to extend all the way up the valve frame.

Manufacturer narrative:
Image review: one static image and one media file were provided for review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. During the implantation attempt, an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that a new valve was used. The patient¿s executive summary was not provided for anatomical review. Updated data: b5. Second paragraph added h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups in a return kit, in its original jar, fully submerged in a clear solution. The valve was discolored, showing evidence of blood contact. All leaflets were flexible and intact. All leaflets were in the closed position. All commissures were intact. Multiple bent struts were observed on the outflow crown next to the paddle. The damage is suggestive of possible frame misalignment during the loading process. Due to the received condition, a loading simulation to evaluate against the alleged event of frame misload cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.